Event description:
A (B)(6) old male pt called zoll customer support to report constant 'check therapy pad messages.' The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon evaluation, the white pulse wire in the trunk cable connector was broken. The root cause of the damaged wire could not be positively identified. No adverse event resulted from the damaged trunk cable wire. The pt received a replacement electrode belt.